Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30781543l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The bwi representative was not supporting this procedure. The ep technician that works for the hospital informed the bwi representative that they had a tamponade during a carto procedure. They were performing a pvi. When the pvi was done, they did an ultrasound and realize the patient had a tamponade. The doctor thinks that it was during transeptal. The patient status stabilized before leaving the ep lab. Additional information was received on the event. The adverse event was discovered by the hospital technician during the use and discovered by the bwi sales consultant after the use as they were not supporting the procedure and were later informed by the hospital technician. Doctor thinks the cause of this adverse event was the procedure during transeptal puncture, but he can't be sure. Intervention provided was pvi. The patient outcome of the adverse event is fully recovered with no residual effects. They have been at home since one week. Force visualization features used are unknown as sales consultant was not supporting this case, however, they state they will use all these features. A transseptal puncture was performed. Prior to noting the cardiac tamponade, ablation as performed.